Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error 121. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge. (Call tech support alarm on display). The receiver log review was performed and failed due to firmware errors in the log. The customer complaint was confirmed because multiple firmware errors were found in the receiver log and call tech support was observed on receiver display. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.